Manufacturer narrative:
This report covers patient no. 10 out of 20 please refer to FDA report no.: 3008478369-2020-00002 (internal ferrosan medical devices a/s report no.: (B)(4)) for evaluation of this event. It was reported that similar events have occurred for around 20 patients over a year span. Therefore, 20 internal reports have been done and accordingly 20 reports to FDA are done. Reference numbers: FDA ferrosan medical devices a/s 3008478369-2020-00001 (B)(4). 3008478369-2020-00003 (B)(4). 3008478369-2020-00004 (B)(4). 3008478369-2020-00005 (B)(4). 3008478369-2020-00006 (B)(4). 3008478369-2020-00007 (B)(4). 3008478369-2020-00008 (B)(4). 3008478369-2020-00009 (B)(4). 3008478369-2020-00010 (B)(4). 3008478369-2020-00011 (B)(4). 3008478369-2020-00012 (B)(4). 3008478369-2020-00013 (B)(4). 3008478369-2020-00014 (B)(4). 3008478369-2020-00015 (B)(4). 3008478369-2020-00016 (B)(4). 3008478369-2020-00017 (B)(4). 3008478369-2020-00018 (B)(4). 3008478369-2020-00019 (B)(4). 3008478369-2020-00020 (B)(4). 3008478369-2020-00021 (B)(4).

Event description:
This report covers patient no. 10 out of 20 please refer to FDA report no.: 3008478369-2020-00002 (internal ferrosan medical devices a/s report no.: (B)(4) for evaluation of this event.

Manufacturer narrative:
This report covers patient no. 10 out of 20 please refer to FDA report no.: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no.: qn (B)(4)) for evaluation of this event. It was reported that similar events have occurred for around 20 patients over a year span. Therefore, 20 internal reports have been done and accordingly 20 reports to FDA are done. Reference numbers: FDA ferrosan medical devices a/s 3008478369-2020-00001 (B)(4). 3008478369-2020-00003 (B)(4). 3008478369-2020-00004 (B)(4). 3008478369-2020-00005 (B)(4). 3008478369-2020-00006 (B)(4). 3008478369-2020-00007 (B)(4). 3008478369-2020-00008 (B)(4). 3008478369-2020-00009 (B)(4). 3008478369-2020-00010 (B)(4). 3008478369-2020-00011 (B)(4). 3008478369-2020-00012 (B)(4). 3008478369-2020-00013 (B)(4). 3008478369-2020-00014 (B)(4). 3008478369-2020-00015 (B)(4). 3008478369-2020-00016 (B)(4). 3008478369-2020-00017 (B)(4). 3008478369-2020-00018 (B)(4). 3008478369-2020-00019 (B)(4). 3008478369-2020-00020 (B)(4). 3008478369-2020-00021 (B)(4).

Event description:
This report covers patient no. 10 out of 20 please refer to FDA report no.: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no.: (B)(4)) for evaluation of this event.